Event description:
Agent ide study. It was reported that angina and restenosis occurred. In (B)(6) 2021, the subject underwent percutaneous coronary intervention. A 3.00 x 38mm synergy xd and two non-boston scientific stents (2.25 x 32mm and 2.00 x 12mm) were implanted in the proximal left circumflex artery (lcx). In (B)(6) 2022, the subject presented with unstable angina and was referred for the agent ide study. The target lesion was located at the proximal lcx and was 25 mm long with a reference vessel diameter of 3.0 mm. Intravascular ultrasound revealed under-expansion of previous stents. Cardiac catheterization revealed in-stent restenosis at the proximal lcx lesion. The stenosis at proximal lcx was treated successfully with the study device. The next day the subject was discharged on aspirin and clopidogrel.

Event description:
Agent ide study it was reported that angina and restenosis occurred. In june 2021, the subject underwent percutaneous coronary intervention. A 3.00 x 38mm synergy xd and two non-boston scientific stents (2.25 x 32mm and 2.00 x 12mm) were implanted in the proximal left circumflex artery (lcx). In april 2022, the subject presented with unstable angina and was referred for the agent ide study. The target lesion was located at the proximal lcx and was 25mm long with a reference vessel diameter of 3.0mm. The target lesion was pre-dilated with 3.0mm x 20mm balloon with 0% residual stenosis with timi flow 3. Following pre-dilation, the lesion was treated with 3.0mm x 30mm study device successfully with 0% residual stenosis and timi flow 3. Intravascular ultrasound revealed under-expansion of previous stents. Cardiac catheterization revealed in-stent restenosis at the proximal lcx lesion. The stenosis at proximal lcx was treated successfully with the study device. The next day the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
B5 corrected.